Event description:
A customer reported experiencing a cartridge alarm 20 with their pump during the loading process. There was no adverse impact to the customer's blood glucose level. The issue was resolved by tandem technical support, who confirmed the need to replace the pump, as it was still under warranty. The customer was informed they would receive a pump with updated software and acknowledged receipt instructions. Additionally, the customer will use mdi as backup therapy and was instructed on returning the problematic pump to tandem using a pre-paid label.